Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial (B)(4), product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the physician passed the needles and was unable to get it to the left side. The physician moved the needle over and then placed the lead over. Impedances were tested and all values were greater than 30,000 ohms. At that time, they tried a new multi-lead trialing cable (mltc) and external neurostimulator (ens) to test stimulation but the patient wasn¿t feeling anything. A new lead was placed and they had the same issue, but they were able to get a stimulation response. The manufacturer representative stated that the patient continued to feel stimulation normally. It was noted that the issue occurred a day prior to the date of this report. The manufacturer representative was going to send the lead back for analysis. No further complications were reported or anticipated. Indication for use is unknown. Additional information was received from the rep. It was reported that the lead, multi-lead trialing cable, end and programmer were replaced. The health care professional (hcp) thinks the high impedances and lack of stimulation was due to wither a bad lead or a difficult epidural space. The impedance issue was resolved. The patient has successful trial. The lead was returned for analysis. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis of the lead, (B)(4) found no anomalies as the device passed all functional testing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they cycled through 2-3 external neurostimulators (ens) and still had the same issue with the lead. No further complications were reported or anticipated.